Event description:
A caller reported occlusion alarms. There was no adverse impact to the customer's blood glucose level. The call was disconnected during troubleshooting, multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.